Manufacturer narrative:
Device evaluation: one device was received. A visual inspection noted a cracked front top case. A review of the event history log found an acu watchdog and primary audible alarm post error. During the functional testing, the errors were unable to be duplicated. The speaker was replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the acu watchdog failure and primary audible alarm. No patient involvement reported.